Manufacturer narrative:
Initial reporter: the reporter¿s contact, occupation and health profession are unknown at this time. Further inspection of the returned device confirmed the customer¿s complaint of ¿the water bottle connection was defective¿ as the water mouthpiece was found damaged. The sign on the scope cover was found missing. The bending section rubber glue was noted to be chipped. Play was observed with the scope angulation. The charge-coupled device (ccd) cable was found to be too short (70mm). The channel tube was found scratched at (50cm-70 cm). A scratched was noted the scope¿s distal end and the glue in this area appeared to be applied to far down. The universal cord was also, found scratched. At the customer¿s request the device was returned in an unrepaired state. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly.

Event description:
The customer reported that the connection of the water bottle is defective. No further information was provided. The scope was returned to the regional repair center (rrc) for evaluation and found the acoustic lens of the probe unit had a gap. This report is being submitted to address the distal end gap noted during evaluation. There was no patient involvement reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, the cause of the gap on the acoustic lens likely occurred due to stress and/or handling issues. The specific root cause could not be determined at this time. The following information is stated in the instructions for use: "3.2 inspection of the endoscope. Inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 12-dec-2021. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.